Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that pt stated that she is no longer getting relief from the stimulator and had a conversation with her managing pain physician to get the stimulator explanted which has not been scheduled yet, but is planned. No contributing factors led to the issue.